Event description:
Reporter stated that device's physician is not sure if device is delivering the correct amount of insulin because the patient's blood glucose level is always in the 300s (mg/dl). No medical treatment was received. Following his physician's recommendation, the patient has switched to insulin injections.